Manufacturer narrative:
Product ID: 8781, lot# 0208987995, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the catheter in the pump segment was twisted and coiled multiple times (maybe 10-20 times). The following information was previously reported under regulatory report number 3007566237-2019-01097: the following information was received from a foreign hcp via a manufacturer's representative. It was reported the patient experienced a loss of intrathecal baclofen therapy. A tangled catheter was noted. A dye study was performed, and the dye study proved inconclusive. The catheter was replaced. The catheter would be returned to the device manufacturer. The issue was resolved. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The catheter was not from trunk stock. The patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Analysis identified twisting in the proximal segment of the catheter approximately. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving baclofen (1500 mcg/ml) at a dose of 335.1 mcg/day via an implantable pump. The indication for use was not provided. It was reported that at the most recent refill in (B)(6) 2019 a volume discrepancy was observed. The actual residual volume (arv) was 18 ml and the expected residual volume (erv) was 7 ml. The pump logs were checked as troubleshooting. In addition, they tried to do a catheter access port (cap) aspiration but it was not successful so they did not do the dye study that they were planning. It was indicated that exploratory surgery was planned to check the catheter. Technical services advised that if the logs did not show any alarms it would not be necessary to replace the pump but the pump age should be considered if a surgical procedure was being performed anyways. No symptoms were reported.